Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as blood and a burn looking mark with gel exposure from electrode belt. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.